Manufacturer narrative:
(B)(4). The customer's complaint could not be confirmed. The unit was functionally tested and found to be conforming to all specifications. After servicing the unit passed functional and final testing. The device history record has been reviewed and the unit has passed all qa inspections. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4).

Event description:
After discussion with the surgeon, this incident was not a hemostasis issue but an issue of no activation with the lever trigger was depressed. There was no bleeding.

Event description:
It was reported that the tissue sealing was inadequate. It was reported that the surgeon was going across the inferior mesentery artery and there was slowing with double tap. As the instrument was taken away oozing and slow pumping occurred. Another device was used to complete the case. There was minimal blood loss but controlled by sealing right away; and no transfusion given. No other patient consequence was reported.